Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: "date: (B)(6) 2010; inratio: 4.4; lab: 4.0. Date: (B)(6) 2010, inratio: 2.7. Date: (B)(6) 2010; inratio: 2.7. Date: (B)(6) 2010; inratio: 1.2. Date: (B)(6) 2010, inratio: 5.5, lab: 10.0. Coumadin was 4 mg on (B)(6) and reduced to 3 mg on (B)(6). No coumadin change after (B)(6). No other medication change. Pt has no bleeding symptoms on (B)(6), but had abdominal pain. Pt was not hospitalized, but treated with vit k. Pt not on heparin/lmwh. Not anemic, on chemo or dialysis. No thyroid, liver, or autoimmune disease. He had chronic kidney problem.

Manufacturer narrative:
Investigation pending.